Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is use error. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during initial drain. The home patient (hp) stated that the clamp on the patient line was closed and when he connected, he opened it and pressed go to start initial drain. The hp then got the system error 2240. Gts explained the alarm to the hp and that he would need to setup with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up, with the home patient's nurse, she stated that the hp notified her and that she saw him today. The nurse stated that he told her all about it and said it was his fault. The nurse said everything was fine, and that he knew exactly what he did wrong. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.